Event description:
The harmonic generator failed. When gray cord was attached to instrument and plugged into generator, the screen would read "replace instrument." Gray cord was replaced and the same message appeared. A new generator was brought in and function properly with the gray cord. Case proceeded as usual with no more equipment failures. Harmonic ace +7 shears with advanced hemostasis 5mm x 36cm [refurbished] (B)(4).